Manufacturer narrative:
(B)(4). (B)(4). Articulation gear teeth the analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with no cartridge reload loaded on the device. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the surgeon had already fired the device once successfully. A green cartridge was then loaded for firing on colonic tissue. The surgeon said that the device felt very tuff to fire and that when opened there were loose staples in the center of the staple line. He also noticed that the articulation knob was facing in the forward direction, despite the device be articulated to 45 degree. He discarded the device and opened another. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
The pt had health issues requiring surgery and did not recharge her implantable neurostimulator for 3-4 months. An overdischarge was suspected. The pt had significant weight loss. An x-ray revealed that the neurostimulator had flipped in the pocket. Surgery to re-position the device had been planned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.